Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a pre-existing non-endologix device malfunction, afx nosecone detachment from the inner core, bare metal (non-endologix) stent in the bifurcated device, disrupted flow to the contralateral limb (left side), and fem-fem bypass during the secondary endovascular implant procedure. This complaint is anatomy-related due to a tortuous aorta and bilateral iliac arteries. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be in stable condition. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was being treated for a previously placed aneurx device that had an endoleak. During the treatment and deployment of the afx device the nosecone detached from the inner core. The device was able to fully deploy and the nose cone was safely removed. A palmaz stent was placed distal to the main body of the afx device. Flow was disrupted to the contralateral limb. The physician restored flow to the contra side with a fem-fem bypass. It was reported the patient did well during the procedure. There was no reported negative sequelae as a result of this event.